Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose at the time of incident was 410 mg/dl. Customer treated for high blood glucose with bolus. Customer reported that blood glucose was high due to eating a meal. The insulin pump will not be returned for analysis.